Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) approximately three months and a half ago from the time of the report. The patient¿s blood glucose level reached 973 mg/dl while wearing the pod. They were hospitalized at (B)(6) medical center for approximately 4.5 weeks and were subsequently transferred to a rehabilitation facility. Symptoms reported included loss of consciousness and coma. The patient was treated with insulin and later underwent rehabilitation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.